Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been. Medical device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: material no. Unknown, lot no. Unknown. Bd had not received samples or photos for evaluation. Additionally, we were unable to determine the specific lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends.

Event description:
It was reported that an unspecified bd tube had the stopper popped out of the tube. The following information was provided by the initial reporter: " lab manager states that the sst tube looses its cap after each run and it is difficult to get the cap back onto the tube. It may cause the testing to stop because of ¿exposure;¿ the results would be considered unexpected. "